Manufacturer narrative:
Biomérieux investigation was performed regarding false positive reactions for the pal test with zymb in the api staph product. The investigation tested two (2) lots of api staph 1003535170 and 1003679880 with three (3) different zymb reagents. All of the results obtained were compliant. The instructions for use (package insert) states, for the pal test, that a yellow color indicates a negative reaction and purple color indicates a positive reaction. Pal test allows to reveal the alkaline phosphatase enzymatic activity. This enzymatic activity is widely spread into the bacterial kingdom but with different expression levels. The api staph database was built considering this variability of enzyme expression, and pal reaction is considered as positive only for the strain that strongly expresses the enzyme (purple color). For all other strains with no or low enzymatic activity expression, pal reaction is considered negative (even if the color is a little pink). The yellow color is obtained only when the strain does not express the enzyme, and it is very rare. The investigation concluded the package insert is not in accordance with actual results observed with negative pal strains; however, they are in accordance with results obtained when inoculating api staph strip with api staph medium and zymb only (without strain). In this case, indeed, a negative result gives a yellow color. A field communication (mar-2924) and associated customer letter was issued 27apr2016 to inform biomérieux subsidiaries and users about the issue and the fact that the instructions for use will be clarified.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer reported a non-reactive result with product api coryne zym bx2. The customer stated when running qc tests all the results were positive with no negative results. Customer reran the quality control test with three different vials (atcc 35661) from the same lot with the same results. No patient results were affected, no late results reported.